Event description:
The patient presented to the hospital with a myocardial infarction.

Manufacturer narrative:
Evaluation, results: deformation problem (stent deformed).

Event description:
Lesion was pre-dilated prior to attempted delivery of the endeavor resolute stent. The endeavor resolute device had been inspected prior to use with no issues / damage noted. Evaluation summary: the device was returned for analysis. The distal tip was flared. The 1st four proximal stent segments were stretched and deformed with numerous struts raised. The remaining segments were intact.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology-lesion had moderate tortuosity, moderate calcification and 100% stenosis). No results available since no evaluation performed (no device or cine images returned for evaluation) . Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (patient lesion morphology-lesion had moderate tortuosity, moderate calcification and 100% stenosis). Unable to confirm complaint (no device or cine images returned for evaluation). (B)(4).

Event description:
Physician attempted to deploy an endeavor resolute rx 2.5mm x18mm drug eluting balloon. Target lesion was in the proximal rca. Lesion had moderate tortuosity, moderate calcification and 100% stenosis. Resistance was encountered when advancing the device but no excessive force was used. It was reported that the stent could not pass through the lesion. Upon removal from patient it was noted that stent was deformed. A second stent of same size and brand was used to complete procedure. No patient complications were reported. It was reported that the failure to cross the lesion and deformation was due to the difficult lesion morphology. ¿please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).¿